Event description:
Complaint regarding the performance and service received for cryomaster console. There appears to be a number of issues of concern related to the hosp's original cryo units, the replacement unit and the cryo probes. The issues of concern that the hosp have, include, poor performance of the original cryo units, contamination problems related to the replacement unit, the probes not defrosting correctly and oral instructions, provided by distributor being incompatible with user manual. "A replacement unit supplied by distributor was being used for routine retinal cryotherapy. Previously the two cryomaster units had been collected by distributor for service after possible contamination of the gas circuits by liquid co2 -when the supplier used had been linde gases. Such contamination was indicated by distributor as the possible cause of loss of performance of cryo probes/systems. These units had been damaged in transit on their return to hosp and the loan unit had been made available to provide a clinical service. In addition, all of the probes used in the department had been evaluated by distributor and where necessary repaired/serviced. The gas supply in use was boc. A report was produced by dist on all of the probes in service. A retinal probe was attached to the unit and testing in the normal way - observing the ice ball produced in sterile water. When the unit was used clinically, freezing took place but when the footswitch was released, the device continued to freeze for around 20 to 30 seconds. Such continued freezing is highly dangerous since it can freeze area of the retina which were not planned to freeze and also, movement of the probe at this stage could have resulted in tearing of retinal tissues. Separate problems with the unit were observed in march. Unit was removed from clinical service in march. Investigated freezing characteristics of unit with three probes in march, two of which had recently used. For these probes checked, the first freeze cycle operated satisfactorily - with rapid defrost after release of footswitch. For subsequent cycles, after footswitch was released the probe would remain frozen for around 22 seconds before defrost would take place. This period of 22 seconds was observed with all indicated probes. In addition to visible inspections to frost on tip, temperatures were measured with a thermocouple device attached to the probe tip. This also confirmed the extended freeze period of the unit. In addition, the indication of the thermocouple reading integral to the cryo probe also would indicate freezing temperatures. If, however, a probe was removed from the unit and re-inserted and purged-then it would operate correctly on the first freeze cycle but then revert typically to extended freeze episodes for the second and subsequent cycles. The incident was verbally reported to user facility in march 2004. Contact was established with dist in march 2004 and the unit was removed by dist on the same day. The loss of capacity of cryo therapy equipment has impacted severely on retinal surgery services."